Event description:
The caller reported a jolting sensation and that device occasionally shut off. Discovered that the adaptive-stim only had upright programmed, no other positions were programmed. This was causing over-stim in some positions and under-stim in others because there was nothing programmed for the adaptive-stim to change to. Manufacturer representative(rep) was able to see the patient in dr¿s office on (B)(6). An impedence test was performed and all electrodes came back well below 10,000 and system integrity appeared to be good. Rep also reprogrammed patient and found that the adaptive stim feature was not activated completely. Specifically, the device was oriented but only upright position had values programmed. Rep completed the adaptive stim set up process. After investigation the jolting patient was receiving was due to positional changes, standing up to lying down. Once they reprogrammed and completed the adaptive stim feature set up the jolting patient was complaining about was solved. Patient was doing well and receiving good therapy at time of report.

Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, cause and psc codes. A good faith effort for follow-up was conducted and information provided supports the reason for no formal investigation because the information did not indicate device anomaly. The ins 37714 restore remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Based on the event information, there are no anomalies found with the ins 37714 restore and/or therapy. Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).